Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator (ICD) was unable to be interrogated through radio frequency (rf) telemetry. No programming changes were performed. There were no patient consequences.